Manufacturer narrative:
PMA/510(k)# - the power supply accessory was cleared on 11/16/2005 per the 510(k), k053069, submitted for the micromaxx ultrasound system.

Event description:
The customer reported that the power supply accessory which is used with their micromaxx ultrasound system burst open. This event occurred during a patient exam. There were no injuries or medical intervention reported.